Event description:
The customer installed the 45-degree wedge and started treatment. The gantry and collimator rotated, when the collimator was at 90-degree (with open end pointing down) the wedge slid out and hit the floor. The patient was on the couch, but was not injured when the wedge filter fell out of the machine.

Manufacturer narrative:
Varian's field service representative checked the wedge lock mechanism and ordered all new replacement parts for accessary mount. Varian has determined that a MDR is appropriate, as this malfunction, should is recur, could potentially cause a serious injury. No further updates are anticipated for this issue.